Manufacturer narrative:
Date of report: 14jun2019. Date received by manufacturer: 23may2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse recommended that the customer remove the power management (pm), motor controller (mc), and central processing unit (cpu) printed circuit board assembly's (pcbas) and inspect them for signs of overheating. The fse recommended that, if no signed of overheating were found, to replace the pm pcba. The fse advised the customer to replace the mc pcba if replacing the pm pcba did not help. The fse provided part numbers for the customer and discussed the installation required per the manual. The customer reported that they found a burn mark on the power management board from where a component failed. The customer replaced the board and performed a full functional check, and did not find any other issues. The customer reported the issue resolved. Attempts were made to obtain patient information and no patient information could be obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22may2019. A follow-up will be submitted once evaluation is complete.

Event description:
The customer reported a 35 volt supply failure. The customer reported that the unit alarmed for a 35 volt fail, backup alarm fail, auxiliary power fail, and blower stall. The customer reported that when they turned the unit on, it smelled like it was overheating so they turned it off right away. The device was reported to be in clinical use at the time the issue was discovered. There was no patient or user harm reported.